Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the long nail kit r2.0, ti, left gamma3® ø11x320mm x 125° is stated to be the primary product. No further associated products were reported. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. No discrepancies were detected during risk analysis review. The found hair has to be classified as a non-conformance; previous actions are in place. The case is transferred to already existing ncr # (B)(4) / CAPA # (B)(4) which initiated project # 3770 00 03 ¿clean room¿.

Event description:
During the stock check at stryker escs bv it was noticed that there is a hair under the sealing foil of the product. The sealing foil is still fully intact.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the stock check at stryker escs bv it was noticed that there is a hair under the sealing foil of the product. The sealing foil is still fully intact.